Manufacturer narrative:
Device lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured in the patient's mouth. The customer discussed removal techniques. The fractured screw piece is still stuck in the implant and the patient will see an oral surgeon for the screw removal. Tooth location 28.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified. Biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.